Event description:
On (B)(6) 2024 an ilet user reported he went to the ER on (B)(6) 2024 due to an infusion set issue resulting in high blood glucose (bg). The user reported he and his wife had issues with the infusion set change and ended up inserting the set incorrectly. The user reported he tried to insert the infusion set (convatec inset 23", 6mm) without the insertion device. This was the user's first attempt at changing the infusion set after training. The user reported his blood glucose went up to 584 mg/dl and was not getting insulin for 19 hours. The user went to the ER and was given an injection of novolog. The user was back on the ilet as of (B)(6) 2024 and his daughter planned to assist with infusion site changes. The user's clinic and cdces were notified of the issue. Following the ketone action plan when glucose levels are high was reinforced.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. A review of continuous glucose monitor (cgm) data along with ilet motor activity found that an infusion set change operation was recorded on (B)(6) 2024 at 7:52pm followed by a cartridge change operation at 8:12pm. The cgm glucose value reported to the ilet by the cgm transmitter at this point was approximately 87mg/dl and increasing. Cgm glucose reached 209mg/dl before decreasing and leveling off at 170mg/dl at 11:11pm. The ilet was seen consistently requesting insulin basal deliveries every 5 minutes. After 12:00am of (B)(6) 2024, cgm glucose began to steadily increase with the ilet gradually increasing delivery request sizes. Cgm glucose did not appear to be affected by insulin delivery requests. Cgm glucose was over 180mg/dl by 12:36am and over 250mg/dl by 4:51am. At 9:46am, alert 23 (high glucose) was triggered. At 11:07am, a cartridge change operation along with an infusion set change operation were logged. Cgm glucose value at this time was 389mg/dl. The ilet continued to request for insulin deliveries every 5 minutes, however cgm glucose did not appear to be affected. At 11:14am, alert 23 status was updated to "acknowledged" before being triggered again at 12:44pm. At 12:59pm, the ilet algorithm was suspended due to the ilet entering the "fill tubing" screen. At 1:11pm, alert 17 (cgm signal loss) was triggered with the last valid cgm glucose reading being 399mg/dl. At 1:19pm, alert 86 (incomplete tubing fill) was triggered. It was not until 3:51pm that cgm signal was reestablished with bg value being over 400mg/dl. At 4:19pm alert 23 was updated to "acknowledged" and alert 86 was deactivated (never marked as "acknowledged"). The "fill tubing until drops seen" screen was then entered and another cartridge change operation was logged at 4:24pm. The ilet resumed delivery requests every 5 minutes and after 5:16pm bg values began to decrease quickly (rate of at least -2mg/dl per minute). The ilet was found responding by decrease delivery requests sizes and eventually pausing delivery requests after 6:11pm. Bg at the time of the last delivery request was 262mg/dl and decreasing quickly. Based on the engineering logs, the ilet is behaving as intended. Cgm glucose related alerts were being triggered appropriately and the ilet was seen requesting insulin deliveries every 5 minutes while the cgm was reporting increasing bg values. The ilet was also seen increasing delivery request sizes in parallel to increasing cgm glucose values. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, device logs and ilet report it was determined that the assignable causes of this event were infusion site failures due to incorrect insertion as well as failure to respond promptly to the ilet alerts and follow prescribed ketone action plan to manage hyperglycemia as reviewed during device training. This resulted in prolonged hyperglycemia and an ER visit for treatment to correct the high glucose. The user resumed ilet use and re-educated on the importance of responding to alerts and following the ketone action plan. The user's daughter also planned to support them with the next few infusion site placements to ensure they are fully comfortable with the insertion process. The cds completed the required follow up and continued to provide additional support to the user.